Event description:
It was reported when using the bd pyxis medstation es system remote manager was intermittently failed. The customer added that tis malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failed. The field service engineer applied thermal grease to micro switch terminals after scoring to resolve. The system functioned as intended after the field service engineer repaired the device.